Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s incident pca module identified the male iui with signs of unidentified film contaminants on the connector contact pins and crushed isolation ribs. Contamination and corrosion was identified on the following areas. The top area of the internal iui bracket. The upper area of the lead screw and bottom plate on the drive train assembly. The carriage assembly and inner area of the split nuts. The split nuts also showed evidence of significant thread wear. No other obvious issues or anomalies were identified with the device during the inspection log analysis results: results from a review of the logs suspects the reported dilaudid infusion started at 11:36 am on 31 dec 2020. Logs show the user programming a continuous pca infusion containing the following programming parameters. Drug name/ID: unknown bd 50 syringe/ volume detected 42.8697ml rate: 0.75ml/h vtbi: 42.5697ml at 12:23 pm the system exhibited an error code 351.6660.0 and showed reattached seconds later. Logs showed the door being opened and the syringe now detecting 46.6434mls. A minute later the infusion is restarted with the same rate and a vtbi of 46.3434ml. Between 12:55 pm and 3:51 pm, (3) three boluses at a rate of 75ml with a vtib of 0.75mls were programmed and delivered. At 12:55 pm, the first bolus was programmed and delivered, then the pca infusion started with a vtbi of 42.2115ml. At 2:27 pm, the second bolus was programmed and delivered, then the pca infusion started with a vtbi of 43.323ml. At 3:51 pm, the third bolus was programmed and delivered, then the pca infusion started with a vtbi of 41.5297ml. At 4:10 pm the unit was opened, restarted, and opened. After the last recorded door open, the unit showed attached on 20 jan 2021, indicative of the pump being removed after the door open log. Test results: results from an initial functional test identified the pca module requiring calibration after post (power on self-test). Asm calibration performed passed all subsequent testing, showing the device passing all calibration and accuracy tests. Two test infusions were performed with the customer parameters derived from the logs. The first test infused for 16 hours, delivering the correct total volume of 12mls. The second infusion with added back pressure infused until completion for 78 hours and 36 minutes. The pump demonstrated infusing the correct amount of 58.9mls at the end of the infusion. Test methods: n/a device history review: a review of the device history record showed the device had a manufacture date of 06/16/2016. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s experience with a slow/under infusion was not determined as a result of this investigation. The customer¿s reported complaint of an under infusion of dilaudid was not confirmed or replicated after a review of the logs or during testing. Based on log analysis results, it is believed that the dilaudid infusion occurred between 11:36 am and 4:10 pm on (B)(6) 2020. An error event (error code 351.6660.0) occurred at 12:23 pm, most likely attributed by the contamination/corrosion identified on the lead screw on the drive train and the split nuts and the split nut thread wear. A total of (3) three boluses were programmed and delivered between 12:55 pm and 3:51 pm. There was no evidence that would result in the reported under infusion being reported. After calibration was successfully performed, test results showed the pca module infusing as intended with and without added back pressure. The pca module infusion was being used for treatment.

Event description:
It was reported that volume left in pca syringe infused slower than it should based on rate and time. It was a continuous infusion of 0.15mg/hr (0.2mg/ml concentration). The nurse (rn) disconnected and changed out the pump. There was no harm to the patient. The nurse noted that it was a dilauded syringe in the pca tubing on the pca pump. The syringe from the pharmacy came with 50ml. Pump sequestered; htm tested the pca pump by performing a preventative maintenance (pm) on the device, 27mm plunger calibration failed and said it need to be calibrated. When calibrating the device 27mm test passed. They performed a 127mm test that failed calibration and said it needed to be repaired.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. This was a pediatric patient.

Event description:
It was reported that volume left in pca syringe infused slower than it should based on rate and time. It was a continuous infusion of 0.15mg/hr (0.2mg/ml concentration). The nurse (rn) disconnected and changed out the pump. There was no harm to the patient. The nurse noted that it was a dilauded syringe in the pca tubing on the pca pump. The syringe from the pharmacy came with 50ml. Pump sequestered; htm tested the pca pump by performing a preventative maintenance (pm) on the device, 27mm plunger calibration failed and said it need to be calibrated. When calibrating the device 27mm test passed. They performed a 127mm test that failed calibration and said it needed to be repaired.